Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: can you identify the lot number of the product that was used? Not available. Were there any patient consequences? If yes, please provide more details. Inquired, unknown at this time. Was there any medical or surgical intervention performed to treat the patient consequences (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Inquired, no information available at this time. If medication was required, please clarify if it was prescription strength. Unknown please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. Site has not yet released device. Tbd.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2023 and suture was used. During the procedure, tpw32 pacing wire not functioning- upon attempted removal by nurse wire broke, only partially came out. See report. Image attached. No adverse patient consequences were reported. Additional information was requested.